Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was alarming. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings:a review of the pump¿s black box history showed no call service alarms. During testing, the pump was powered on and exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.